Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing of reduced amplitude intrinsics. Also, the high energy shock impedance was 24 ohms. Technical services reviewed the electrograms and discussed options. There were no additional adverse patient effects. The system remains implanted.